Event description:
It was reported that a patient had a loss of therapeutic effect and no stimulation sensation. It was noted that symptoms included loss of bowel control. The reporter stated that stimulation stopped about three to four days prior to the report and that was also when symptoms started. It was noted that the patient programmer was dead and the batteries were replaced. It was reported that the patient was on program 1 at 3.6, had increased to 4.2 and was still not feeling anything. It was noted that the patient was usually at 1.8 to 2.2 and had no problems. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, lot# serial# (B)(4) product type: programmer, patient. Product ID: 3 889-28, lot# va00k0a, implanted: (B)(6) 2012, product type lead (B)(4).